Event description:
On (B)(6) 2011, the pt was operated on using the mako tactile guidance system v.2.0. The surgery was planned as a unicondylar knee resurfacing, but was intraoperatively converted to a total knee arthroplasty based on the judgement of the surgeon.

Manufacturer narrative:
An investigation of this complaint was conducted at mako surgical using an equivalent software version (v 2.4) and rio (rob 041). The results of the investigation concluded improper pre-operative planning. The CT scan that was used to plan the procedure was approx 8 months old. As a result of the improper planning an incorrect resection was performed; the femoral implant was placed such that the medial edge of the implant did not rest on the boney surface.